Event description:
It was reported that during inspection the power supply was found defective. Additionally, the front overlay was damaged. No patient involved. After investigation it was noticed that the fuses were burnt.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the power supply-would not power up. The fuses are burnt. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The root cause is determined to be component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.